Event description:
It was reported that the attachment heated up. There was no pt involvement or user injuries associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. The device was disassembled and debris was found. The debris is most likely the cause for the device to have rotational issues, resulting in excessive friction and heat generation.